Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into an off-label insertion site. The date of the event is an approximation. On or about (b)(6) 2026, the patient reported that the CGM was displaying glucose values in the 300 mg/dL range. In response, the patient self-administered 30 units of insulin via injection. Approximately 30 minutes later, the patient began feeling lethargic and lost consciousness. No injuries were reported as a result of the loss of consciousness. Prior to losing consciousness, the patient contacted Emergency Medical Services (EMS). Upon arrival, EMS obtained a BG meter reading of 56 mg/dL, while the CGM reportedly continued to display glucose values in the 300 mg/dL range. EMS treated the patient with an unspecified intravenous medication. EMS also recommended transport to the emergency department; however, the patient declined transport and signed an Against Medical Advice (AMA) form. At the time of the report, the patient stated that they were "fine." Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.